Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband was reported via phone call that, the insulin pump had compromised force sensor system alert and prime rewind anomaly. The blood glucose was 69 mg/dl at the time of the incident and then dropped to 44 mg/dl and now it was 132 mg/dl. Customer reported that, the pump went blank for a few minutes then turned back on. Customer treated low blood glucose with orange juice. Customer stated that, the insulin was squirting out during the manual prime process. Customer states they were wearing the pump during priming. Customer stated that, the insulin did not continue to drip after letting go of the act button and motor did not slow down nor did numbers ramp up on the screen. The drive support cap was flushed. Customer did not offered troubleshooting got low blood glucose. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test but alarmed compromised force sensor system during the basic occlusion test due to a protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery tests or verify the prime/fill anomaly due to the compromised force sensor system alarm.